Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for device not completely de-aired during flushing and preparation was confirmed with other empirical evidence via report of air visualized during procedure by edwards clinical specialist. The complaint was confirmed; however, no manufacturing non-conformities could be identified. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances were identified. Potential root causes may include variations in execution of de-airing steps, or air introduced from a non-pascal source. However, a definite root cause is unable to be determined.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a pascal precision ace procedure in mitral position where during the procedure, air remaining in the coronary artery was detected after a guide sheath insertion. Although the patient did not go into cardiac arrest, st segment elevation and hypotension were observed. Nitorol was administered after coronary angiography, and then, hemodynamics improvement was confirmed, so the procedure was resumed. Mr was improved from 4+ to 0. The procedure was successfully completed. The patient had recovered.